Manufacturer narrative:
(B)(4). The event logs have been received but the evaluation has not begun. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer reported magnesium sulfate 1gram/100ml was set up as a secondary infusion. The tubing was hooked into the port above the pump. The initial value pre-populates to 30 minutes duration. The nurse changed this value to 60 minutes. After pressing start, the nurse looked for drips in the drip chamber and reported that it appeared to be free flowing. The infusion was stopped. They programmed the same infusion again using a normal saline bag and got the same free flow results. After that they moved the whole infusion to another which infused correctly. When they moved the infusion they did not change the tubing, so it does not appear to be a check valve failure. The tubing was not saved. There was no report of pt harm and no medical intervention was required. Although requested, no additional pt or event information was provided.